Event description:
It was reported that during vitrectomy procedure, minutes after introducing the trocar and the infusion line, the eye went soft. No report of prolonged surgery or that actual patient harm occurred.

Manufacturer narrative:
With regard to this event an eva vfie module was returned for investigation. Investigation of the vfie module revealed a defective proportional valve. The defective proportional valve caused a fluctuation in the air flow. A device history review did not reveal any anomalies. Review of the complaint database indicated that one similar event was logged on the eva surgical system subject to this complaint. This event occurred on the same day and was logged under case-(B)(4). After replacement of the vfie module, no repeat failures were logged until today. Based on the investigation performed, it was determined that the reported event is attributable to component failure of the proportional valve inside the vfie module.the risk identified is included in the risk management documentation. Trend analysis indicates that the product is performing within anticipated rates. Therefore, no remedial or corrective/preventive actions will be undertaken at this moment. Complaints will be closely monitored to identify any significant adverse trends.

Event description:
It was reported that during a vitrectomy procedure, the eye went soft during the first minutes of the surgery when introducing the trocar and the infusion line. No report of prolonged surgery or that actual patient harm occurred.

Manufacturer narrative:
The complaint will be investigated through the logfiles. The surgical system and related consumables will not be returned for investigation.